Event description:
During a case one 15 degree scalpel blade fell into the patient. A post-op CT scan confirmed the presence of the blade in the patient. The surgeons and patient decided together to not retrieve the blade. It was reported that the patient was discharged without any complications.